Event description:
It was reported that the cartridge was not fitting properly on the pump due to an o-ring on the pneumatic tap. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to remove the o-ring and clean the area, successfully reloading the cartridge, after which they resumed insulin therapy. Technical support confirmed no further assistance was required and closed the case.